Manufacturer narrative:
The device is being returned and an investigation is ongoing.

Event description:
This issue relates to inaccurate sweep flow, which is only displaying roughly half of the value set by the gas blender. There was no patient harm and no delay to operation. This device is being returned for calibration.

Manufacturer narrative:
At spectrum ltd it was confirmed air sweeps reported are very low compare to the actual input sweep and the flow reported by an external mfm. Mfm calibrated with no failure but the read calibration coefficient b is twice the value of what is expected. It is 2 and 1. Flows were checked regardless, and they are all good compared to the input sweeps. Mfm is to be replaced regardless as the calibration is not good. Root cause determined to be component failure.

Event description:
This issue relates to inaccurate sweep flow, which is only displaying roughly half of the value set by the gas blender. There was no patient harm and no delay to operation. This device is being returned for calibration.